Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 77-year-old male patient presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG). While the patient was in the intensive care unit (ICU), the physician did not see any placement signal (ps) or left ventricle (lv) curves and values. The motor current (mc) was fine and the impella was noted to be in the correct position. The arterial pressure was 120/80 mmhg. The lv remained narrow. Pump change was suggested due to possible damage of the ps sensor. Nine days after impella insertion, the family withdrew care and the patient expired on support. The impella functioned at p-9 at 5.2l/min as intended. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in post-cardiotomy cardiogenic shock and low cardiac output syndrome.

Manufacturer narrative:
Additional information has been provided in h3, h6 and h11. Based on the clinical details, data log analysis and product evaluation, the cause of the placement signal issue is due to a material fracture of the optical fiber inside the catheter likely from an unintended user error as there was a significant kink in the catheter near the red pump plug.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information indicates "md reports no longer seeing ps and lv curves and values. Mc is good. Impella position is correct. Arterial pressure is 120/80 mmhg. Lv remains narrow. It is recommended to adjust the impella based on these parameters and consider changing the pump. The ps sensor may be damaged."

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial and primary UDI number have been updated. Updated h3 to 'yes' as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Based on the clinical details, data log analysis and product evaluation, the cause of the placement signal issue is due to a material fracture of the optical fiber inside the catheter likely from an unintended user error as there was a significant kink in the catheter near the red pump plug.

Manufacturer narrative:
D9. Date device returned to manufacturer added.